Manufacturer narrative:
(B)(6) 2024 device explanted. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eri battery status. The device was implanted for 41 months, and 13 charging cycles were recorded in the icds memory. The memory content of the ICD as well as the returned device data were inspected. The inspection showed that the device was programmed to auto-MRI on (B)(6) 2024 at 11:34am. An MRI field was detected by the ICD on 12:02pm on the same day, and the MRI mode was activated, as expected. Further data analysis showed that the device detected an invalid device status due to resets of the electronic module leading to the backup mode activation at 12:34pm. The eri battery status was activated due to the detection of a 20 sec of charge time during a manual capacitor reformation. Next the ICD itself was further analyzed, including an analysis of the inner assembly. The destructive analysis revealed a damaged field-effect transistor of the high voltage circuit that led to a prolonged charging time and the activation of the eri battery status. This damage can be attributed to the charging cycles that occurred in the magnetic field during the MRI scan. Depending on strength and orientation, saturation of the transformer may occur, leading to a temporary high current condition. This induced high current condition can cause the observed damage of the field-effect transistor. Other components on the electronic module and the battery did not show any indication of damage or malfunction. Despite extensive analysis of the device and device data, the root cause of the invalid device status that led to the backup mode activation could not be determined conclusively. A temporary component malfunction during the MRI procedure that could not be reproduced during analysis cannot be excluded. The provided MRI scan parameters were as expected and fully compatible with the implanted system. In addition, the patient was reported to have had previously uneventful MRI scans using automri. As a standard, biotronik closely monitors the performance of our devices including the above mentioned complaint. The information you provided has been entered into our quality system and will be used to further evaluate device performance throughout our organization. Biotroniks post market surveillance database was re-evaluated regarding this observation, revealing an occurrence rate of (B)(4) percent of similar events worldwide.

Event description:
Device was programmed in to auto MRI mode prior to MRI scan april 26, 2024. Session was ended and representative left. Patient went in to scan and half way through scan, patient received shocks. The device reported backup mode and representative reinitialized successfully. Upon running the capacitor reformation the device triggered eri. Device remains implanted. Should additional information become available, this file will be updated.